Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review revealed double counting on the right ventricular (rv) lead channel and the recent right ventricular auto-threshold (rvat) test was unsuccessful. It was suspected that the rv lead had dislodged. Technical services (ts) discussed troubleshooting options and programming considerations and recommended using surface echocardiogram electrodes and chest x-rays. This rv lead remains in service. No adverse patient effects were reported.